Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedics and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had called the paramedics for hypoglycemia. The patient's blood glucose levels reached 65 mg/dl. The paramedics were able to get the patient's blood glucose levels back up to a level that was not provided. The patient did not have to go to the hospital. Treatment details were not provided. Additionally it was reported that the patient received "transmitter not found" error. Further information will be added if provided.